Event description:
It was reported that in 2010 the patient had bulging discs in lower back. In (B)(6) 2010, the patient underwent surgery of hardware implantation from l3-l5 (¿the second surgery¿).the patient was implanted with rhbmp-2/acs. Post-op, the patient had pain and became worse. The patient began to suffer from excruciating pain in groin that was not present prior to the second surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.